Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to a diode, designator cr44 on the therapy pcb assembly being shorted. This diode, designator cr44, being shorted caused the device to log an event code into the device memory and not to charge defibrillation energy.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the service led on the customer's device turned on during a discharge test on a simulator. During device evaluation, a third-party service agent observed that the device would not charge and shock defibrillation energy anymore. In addition, it was observed that the device had logged an event code into its memory. There was no patient use associated with the reported event.